Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. During the evaluation, it was determined the following findings: scope failed the leak testing from the biopsy channel; adhesive on bending section cover (a-rubber) had a crack; and many image guide breakage. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus compromised image issues with the eves eus ultrasound bronchofibervideoscope. The user reported the camera damaged and there were missing pixels resulting in no image displayed. The intended procedure was a diagnostic bronchoscopy, and it was completed with the same device, with no delay noted. There were no reports of patient harm or impact associated with this event.